Event description:
The customer reported approximately 50 mls of blue colored liquid leaked from the coulter lh 500 hematology analyzer. The leak was not contained within the instrument. The customer also reported the instrument generated "cleaner out" error messages. There was no exposure to open wounds or mucous membranes. The operator was wearing personal protective equipment (ppe) consisting of gloves, glasses and a lab coat at the time of the occurrence. No erroneous patient results were generated in connection with the reported event. There was no death, injury, or affect to user or change to patient treatment attributed to this event.

Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse confirmed the leak from disconnected tubing from reagent sensor to waste chamber (vc7). The fse replaced the tubing, resolving the leak and errors. The fse performed verification of instrument and the instrument was returned to normal operation. (B)(4).